Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 400 mg/dl. The customer received a motor error alarm and multiple no delivery alarms. It was possible the insulin pump was exposed to an x-ray. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.